Event description:
The patient was intubated without any complications and was placed on a ltv ventilator and the patient would desaturate. The ventilator would alarm "disc/sense." The respiratory therapist (rt) thought it was the ett cuff that was blown. The patient was re-intubated. The patient was bagged and placed back on the ventilator and the ventilator was experiencing the same issue as before-it alarmed "disc/sense" again. The patient's oxygen saturation dropped into the 70's and the patient was taken back off the vent and bagged with an ambu-bag. The patient's oxygen saturation did increase once the patient was taken off the vent and was being ventilated with the ambu-bag. Another ventilator was brought in and placed on the patient without any complications and the patient's vitals were stable.upon further inspection of the ventilator, rt discovered that the teleflex filter was completely occluded with a plastic web inside of the small (15mm) end. The ventilator machine was found to perform correctly with a new filter installed. Staff were instructed to inspect each and every filter that they set up until further notice. Thus far, only this one affected filter has been located. The lot number is unknown as the exterior packaging of the filter was discarded at the equipment assembly time. Rt has left a message at the manufacturer's complaint division and is waiting for a return phone call.